Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl with trace ketones, symptoms of dehydration and confusion associated with an alleged history/settings issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital via intravenous insulin via a health care provider. During troubleshooting with customer technical support, it was reported that the patient alleged that he did not think the pump was delivering as it should specifically with the bolus settings. Both and basal and the bolus rates were dispensing within acceptable range. The patient did admit that he lowered his basal rate, was reusing tubing and there was a daily increase in physical activity. This complaint is being reported because the patient experienced hyperglycemia associated with user error.